Event description:
Pacifier was noted by mother of infant to have exposed hard plastic protruding through the device surface that cut the infants lips. Upon further evaluation, small pieces, approximately 2 to 4 mm of clear plastic were breaking off from the hard plastic. Dates of use: (B)(6) 2017.